Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was oversensing electromagnetic interference (emi). Additional information provided emi noise was due to an implanted cardiac contractility modulation device. Emi oversensing resulted in inappropriate atrial tachy response episodes. Technical services provided reprogramming recommendations. This ICD remains in service. No adverse patient effects were reported.